Event description:
Additional information received reported the patient had an extension replacement. The patient's symptoms resolved and she was doing fine.

Event description:
It was reported that the patient fell, broke their left arm and had some shocking in their right hand. High impedances were detected and the patient experienced a shocking or jolting sensation. The physician had suspected carpal tunnel. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3389-40, lot# l73653, implanted: (B)(6) 1999. Product type: lead: product ID 3387s-40, lot# v046959, implanted: (B)(6) 2007. Product type: lead. (B)(4).